Manufacturer narrative:
Follow-up #1 date of submission 12/30/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed multiple 064 call service alarms. During testing, the pump emitted a 064 call service alarm upon the rewind step. The pump cover was opened and the motor flex was found to be improperly seated. The flex was reseated and the pump was able to successfully complete a rewind, load, and prime sequence.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.